Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
As initially reported by an eye care professional (ecp) through telephone on (B)(6) 2018, the ecp stated that the consumer has corneal ulcer and its symptoms are still present. No further information were given regarding any treatment. Received additional information on (B)(6) 2018 stating the patient's symptoms have improved and is currently on an unspecified eye drops with unknown treatment regimen. Additional information has been requested but not yet received.

Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: 2018-82868

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined.

Event description:
Received additional information on (B)(6) 2018 confirming the consumer's initial and diagnosis "corneal ulcer (left contact lenses related infective keratitis)".